Manufacturer narrative:
Updated data: device evaluation conclusion: the device was received at csi for analysis. Visual examination confirmed a driveshaft fracture on the proximal edge of the crown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy identified fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. It should be noted that the diamondback 360® coronary orbital atherectomy system instructions for use manual warns, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." At the conclusion of the device analysis investigation, the reported driveshaft fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: 09558

Manufacturer narrative:
Return of the device for analysis is anticipated. If the device is received for analysis, a supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Three treatments were administered with a diamondback coronary orbital atherectomy device (oad) on low speed in the right coronary artery (rca). An additional distal to proximal treatment was performed on high speed. The oad drive shaft fractured. The physician used a guide extension catheter, which was already in place, to remove the driveshaft fragment. A balloon catheter was deployed, and the procedure was completed. The patient was in good condition following the procedure.